Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 407 mg/dl. Their infusion set had popped off but she reinserted it. The patient treated via manual insulin injection. During troubleshooting, the insulin pump was able to prime without incident. However, she stated that while the cannula was straight there may have been blood inside of it. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.